Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave pfa catheter into the faradrive sheath and during flushing of the sheath, air was observed in the sheath flush port. No presence of air was noted beyond the sheath. Many aspirations were attempted but air could not be cleared. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is not expected to be returned for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.